Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed displacement test and active current measurement test properly. Unit received with high sleep current measurement test. Problem isolated to internal battery. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had power error detected error. Customer stated insulin pump had low battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.